Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the motor was corroded and the motor speed was not stable. The motor was replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
The device was returned for preventive maintenance from hospital. It was reported by the repair facility that the device had a corroded motor need to be replaced. Evaluation of the device later revealed that the motor speed was not stable. No adverse events were reported as a result of this event.